Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experience hyperglycemia. Customer¿s blood glucose value was 400 mg/dl, 347 mg/dl and current blood glucose value was 223 mg/dl. The customer was declined troubleshooting for high blood glucose. Customer reported that the set was not inserting when pressing the two side buttons on the serter. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.